Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during laparoscopic-gynecological surgery, there was a subcutaneous emphysema extending up to the patient's neck. Two cases occurred on the same day in two different patients. No information about any product malfunction provided. No treatment of the subcutaneous emphysema was required. The patients are in good condition, the incident did not affect their health. 2 complaint cases were created, because of the 2 patients involved. (B)(4).